Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no defect was found. A field service engineer (fse) tested the drawer after performing diagnostics, and the customer confirmed that it was functioning properly. Fse performed preventative maintenance. The system functioned as intended after the field service engineer investigated the issue.